Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead exhibited high capture threshold. The lead was not used. The patient was in stable condition.